Event description:
It was reported that this newly implanted left ventricular (lv) lead's output was at 5v (volts). Technical services (ts) reviewed the presenting electrogram (egm) and advised there was a loss of capture (loc) since the first upload. Ts recommended the patient to be evaluated in-clinic for further evaluation. This lead remains in service and there were no adverse patient effects reported.